Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos) post pace. Reprogramming occurred and the lead re mains in us. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.